Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The recevier has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing and data download was unable to be performed because the device was received in a condition making evaluation  impossible. Therefore the complaint of loss of connection could not be confirmed. A root cause could not be determined.